Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing discomfort in the battery site due to bad lead placement. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70 serial #: (B)(4) description: linear 3-4 lead, 70cm model #: sc-3138-35 serial #: (B)(4) description: scs phiii ext 35cm model #: sc-4316 lot #: 17109763 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort in the battery site due to bad lead placement. The patient underwent an explant procedure.